Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left lower pulmonic lobe surgery, the health care professional was unable to load new cartridge. Upon usage of second cartridge, leakage at stapling line was noted. Another device was used to resolve the issue in order to complete the case. There was no patient injury.